Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a micro-stent implant procedure, the device failed to release. A backup device was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
Additional information provided. One opened device applier in a tray was received for the reported issue of device did not release. The loader and stent were not returned. The device applier was visually inspected and was found to be non-conforming with a severely bent stopper tube. Functional testing could not be performed due to the damage of the sample. The applier halves were then separated and the applier was visually inspected for the proper presence and proper placement of the button spring, proper placement of the reset spring, application of the damping grease, and proper adhesive applied to the bottom well of the piston and was found to be conforming. The front button spring was then dimensionally measured for the outer diameter and free length of the spring and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming for a bent stopper tube; however was visually conforming for the functional parts within the applier halves, therefore why the stent did not release could not be determined. Possible root cause for the damaged stopper tube is a misalignment between the applier and loader during stent loading which could have resulted in the stent not releasing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).